Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states that the drive lockout switch is sticking. He stated that the issue is with the joystick. When the end user tilts the chair back to rest and returns to the lower position it shows that the chair is still in the tilt position even though it is not. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3grx-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143151 rev. I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6), height is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.